Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd preset¿ had the scale marking come off. The following information was provided by the initial reporter: "erased gradation and flaw on syringe."

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. Both were evaluated and the customer¿s indicated failure mode for defective scale markings and damaged barrel with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that bd preset¿ had the scale marking come off. The following information was provided by the initial reporter: "erased gradation and flaw on syringe".